Event description:
It was reported that bd microtainer® contact-activated lancet cap was cracked. This occurred on 2600 occasions before use. The following information was provided by the initial reporter: the protection cap was cracked.

Manufacturer narrative:
H.6. Investigation summary: samples were returned for lots, z4a28a7. Additionally, archival samples were evaluated for lots y4l22c2 and y4k92b8. These samples were evaluated and the failure mode of a cracked cap was observed among these lots. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples were received for lots y4l42d1 and y4j98y2, archival samples were evaluated. The failure mode of a cracked cap was not observed among these lots. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10

Manufacturer narrative:
The manufacturing location for this product is high tech labs. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: z4a28a7. Medical device expiration date: 2024-01-31. Device manufacture date: 2019-02-21. Medical device lot #: y4l22c2. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-01-30. Medical device lot #: y4l42d1. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-02-19. Medical device lot #: y4k92b8. Medical device expiration date: 2023-12-31. Device manufacture date: 2019-02-18. Medical device lot #: y4j98y2. Medical device expiration date: 2023-10-31. Device manufacture date: 2019-01-03. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd microtainer® contact-activated lancet cap was cracked. This occurred on 2600 occasions before use. The following information was provided by the initial reporter: the protection cap was cracked.